Event description:
The surgeon was using this device to perform a procedure in the or and sustained a 2-3rd degree burn on her left index finger. Device was in her right hand at the time. However, when event was made known to staff, another individual complained that the device got very hot in the past and had to be picked up with a wet cloth to prevent burning.====================== health professional's impression======================physician felt that it was not a user error and that the device got so hot that the heat reached her left index finger which was in close proximity, yet not touching the device in her right hand.====================== manufacturer response for ultrasonic transducer for disposable scalpel, harmonic focus scalpel blue hand piece======================manufacturer's rep will remove for analysis at their facility====================== manufacturer response for disposable harmonic scalpel, fcs9 hs focus 9cm curved shear======================manufacture's representative is removing device for testing in their facility